Event description:
Customer reported that the weight (ed tip) of the tube is lodged in the middle of the baby's intestine. Later, the weighted tip was removed from the intestine endoscopically. No other details were provided.

Manufacturer narrative:
The complaint sample was returned and evaluated. Lot specification info was not available. Separation appeared to be due to insufficient adhesion at the junction of the weighted tip. This product was produced at our vendor facility, which has subsequently essentially ceased operations. No info was forthcoming from the vendor. Co is unable to investigate the problem further.